Event description:
While attempting to intubate a patient, staff member used a laryngoscope and the light would not work. Staff member loosened and tightened the bulb, but this didn't make any difference. Next, the batteries were switched and blade changed without any change. Staff member used the combitube in place of the endotracheal tube and the combitube was placed without any difficulty. The outcome of the patient was not affected. Noted handle to be very hot. Faulty equipment pulled from service and given to shift supervisor for further evaluation.